Event description:
(B)(4). This device needs to be pulled from the market! Too many women are suffering and have had to have hysterectomies because they were told this was safe and easy and little to no side effects.. We were trying to be responsible adults and now we are forced to lose our lady parts. I just went to doctor and told my uterus is enlarged.I am doing further tests to see if I will need a hysterectomy. My doctor no longer implants these devices because she has patients that had these migrated on.